Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The reservoir and infusion set had air bubbles. The customer stated they were using the pump to treat the highs. No harm requiring medical intervention was reported. Troubleshooting was completed and the pump passed a displacement test and high pressure test. The insulin pump and reservoir will not be returned for analysis.